Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. One stone extractor was returned to manufacturer for investigation. The device was returned with handle in closed position. The basket formation in closed position. The male luer lock adapter (mlla) is tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3.8 cm in length. The basket sheath is bowed starting 2 cm from the nose of mlla. A function test determined the handle does not actuate the basket formation. Visual exam notes the tip of the basket sheath is smashed 1 mm from end of basket sheath. The basket sheath and support sheath are still adhered. The device history record review showed there were no non-conformances associated with the reported failure. A search of complaint records revealed this is the only related complaint on lot number 816640. The complaint device was found to have a basket that was closed and could not be opened due to sheath damage. The sheath was smashed / kinked near the distal end. The sheath deformation prevented the basket from opening. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The condition of the returned device makes it possible that it was inadvertently damaged during handling / use. The IFU contains cautions about manipulating the device to prevent damage. Since no information related to product handling is available, the cause of the damage could not be established. A quality engineer risk assessment concluded no risk reduction activities are required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional concomitant medical products: quanta laser machine and karl stroz digital flexi scope. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
During retrograde intrarenal surgery (rirs), the basket was in use for 30 minutes until it would not open. Another new ncircle tipless stone extractor was opened to complete the procedure. No adverse events have been reported as a result of the alleged malfunction.